Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient will be reimplanted. The surgeon noted that the muscle around the device looked pale and edematous. The recipient's pain is improving. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain reportedly resolved. Additional treatment details will not be provided. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain with and without device use. The recipient received an occipital nerve block, however, the issue did not resolve. The recipient was prescribed gabapentin and 15mg of morphine daily.